Manufacturer narrative:
.

Event description:
It was reported from (B)(6) that during service and repair, it was observed that the 6.5cm adult crani attachment device had damaged components- neuro tip which is craniotome attachment for adults l65 f/xmax, replaced with new serial number (B)(4). This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.